Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the lead would not go past the header of the implantable neurostimulator (ins). The issue occurred on the day of the report. ¿?¿ was the response to what led to the event. They backed out the set screw and tried twisting the lead into the ins header. The device was never implanted and would be returned. The product was replaced. The issue was resolved at the time of the report. No surgical intervention occurred and none was planned.

Manufacturer narrative:
Analysis of the implantable neurostimulator njy297448h revealed difficulty encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief appears angled and does not align with the opening in the #0 connector. Concomitant medical products: product ID neu_wrench_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.